Event description:
Olympus was informed that a portion of the resectoscope allegedly remained in the patient undetected for more than three years following an initial transurethral resection of prostate (turp) procedure. The patient reportedly experienced persistent infections and other problems following the original procedure, which allegedly led to an orchiectomy on (B)(6) 2006. On (B)(6) 2009 a ureteroscopy was performed and a foreign object was discovered and was removed from the patient. The foreign object was reportedly identified as part of the resectoscope used in the original turp procedure. The current condition of the patient is unknown.

Manufacturer narrative:
Olympus followed up with the user facility via phone and in writing to obtain additional information regarding this report, but received no additional information regarding the reported event. The complaint database was reviewed for similar reports but could not match the information provided in this report with that of the existing reports documented in 2006. The exact cause of the reported event could not be conclusively determined. Olympus will continue to investigate this report with the user facility. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.